Event description:
The report indicated that unusual resistance was noted during withdrawal of an optease filter into a 10f 80cm vista brite tip guiding catheter (gc). As the distal tip of the gc was coming out of the hemostasis valve of a 10f 11cm brite tip sheath introducer, the distal tip separated outside of the patient. The procedure was finished without patient injury. The device will be returned for analysis. The vista brite tip gc was used for retrieval of an optease implanted in the inferior vena cava (ivc). Although there was unusual resistance during withdrawal of the optease into the vista brite tip gc, the optease could be withdrawn into the guiding catheter. However, when the distal tip of the vista brite tip gc was coming out of the hemostasis valve of the sheath, the distal tip separated. No anomalies were noted to the device upon removal from its package or during prep. Excessive torquing was not required. Resistance was met while advancing the device. No resistance was met while advancing the guiding catheter over the guidewire.

Manufacturer narrative:
This is one of two products involved with the reported event and are associated manufacturer report numbers 9616099-2013-00759 & 9616099-2013-00760. Complaint conclusion: the report indicated that unusual resistance was noted during withdrawal of an optease filter into a 10f 80cm vista brite tip guiding catheter (gc). As the distal tip of the gc was coming out of the hemostasis valve of a 10f 11cm brite tip sheath introducer, the distal tip separated outside of the patient. The procedure was finished without patient injury. The device will be returned for analysis. The vista brite tip gc was used for retrieval of an optease implanted in the inferior vena cava (ivc). Although there was unusual resistance during withdrawal of the optease into the vista brite tip gc, the optease could be withdrawn into the guiding catheter. However, when the distal tip of the vista brite tip gc was coming out of the hemostasis valve of the sheath, the distal tip separated. No anomalies were noted to the device upon removal from its package or during prep. Excessive torquing was not required. Resistance was met while advancing the device. No resistance was met while advancing the guiding catheter over the guidewire. Additional procedural information indicated that while advancing the vista brite tip guiding catheter to the proximal site of the optease filter, there was resistance as if the distal tip of the guiding catheter was touching the vessel wall. The optease filter was not returned for evaluation and the lot number was not provided. A review of the manufacturing records could not be conducted without a lot number. The optease retrieval catheter is intended for the percutaneous retrieval of the cordis optease vena cava filter. In this case, a vista brite guiding catheter was used for filter retrieval. Detailed procedural information regarding the retrieval of the optease filter was not provided. The IFU instructs to select the correct loop diameter size of the microvena amplatz goose neck snare, assemble the microvena amplatz goose neck snare kit according to its instructions for use. Using the guidewire tip straightener, insert the recommended guidewire into the 10f catheter sheath introducer. Gently advance the guidewire in the ivc such that it is caudal to, but not into, the optease retrievable filter. Introduce and advance the optease retrieval catheter such that the tip of the optease retrieval catheter is located at a short distance (approximately 3 cm) caudal of the optease retrievable filter retrieval hook. Remove the guidewire. Insert and advance the microvena amplatz goose neck snare assembly through the optease retrieval catheter until it protrudes out of the optease retrieval catheter such that the marker band of the snare catheter is caudal of the filter retrieval hook. Push the snare shaft forward gently to open the snare loop caudal of the optease retrievable filter retrieval hook. The loop is then slowly advanced forward over the optease retrievable filter apex. Reduce the loop diameter by advancing the snare catheter while simultaneously pulling backwards the snare until the loop engages the filter retrieval hook. Note: ensure that the loop of the snare has properly engaged the retrieval hook and that the retrieval hook, retrieval catheter and snare are aligned. The marker tip of the snare catheter must be caudal to the filter hook. There must be a clear distance between the marker tip of the microvena snare catheter and the denser end of the optease retrievable filter apex. Always maintain tension on the snare to prevent disengagement of the snare loop from the optease® retrievable filter retrieval hook. While keeping tension on the snare, ensure that the filter and snare catheter are in line with the optease retrieval catheter. Pull the snare catheter approximately 5 mm backward to allow the loop to align with the filter. While keeping tension of the snare, advance the optease retrieval catheter over the filter hook. Continue advancing the optease retrieval catheter over the filter until the filter is completely collapsed inside the optease retrieval catheter. Precaution: do not push the snare catheter against the retrieval hook prior to the advance of the optease retrieval catheter over the filter. Too close contact between the snare catheter and filter retrieval hook can cause friction of the filter tip in the optease retrieval catheter. Once the filter is fully collapsed inside the optease retrieval catheter retract the complete system as a unit out through the 10f sheath introducer. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Based on the information available for review, there are possible clinical and procedural factors that may have contributed to the reported events. Therefore, no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. This is one of two products involved with the reported event and are associated manufacturer report numbers 9616099-2013-00759 & 9616099-2013-00760.

Manufacturer narrative:
Addendum (02-dec-2013): additional information was received from the affiliate indicating that while advancing the vista brite tip guiding catheter to the proximal site of the optease filter, there was resistance as if the distal tip of the guiding catheter was touching the vessel wall. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported event and are associated manufacturer report numbers 9616099-2013-00759 & 9616099-2013-00760.